Event description:
In 2009, boston scientific corporation was informed that during a colonoscopy, the physician went to deploy the resolution clip device and one of the jaws bent backwards, causing the clip to become detached from the catheter. The clip was left in the patient's colon. The procedure was completed with another resolution clip device.